Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device had exhibited a battery depletion (bd) code. Technical services reviewed the device memory data and determined the bd code was due to prolonged magnet application. A later device in-office interrogation cleared the code and beeping tones. The device remains implanted and is functioning normally. There were no adverse patient effects reported.